Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured march 13-14, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device's housing. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; there was liquid medicine in the pump body (housing). This was observed several hours into a patient infusion. The device was filled with a recombinant human endostatin (15mg/3ml) and 0.9% sodium chloride (250ml). To resolve the event, a new pump was used and the liquid medicine was refilled. There was no report of patient injury or medical intervention associated with this event. No additional information is available.